Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using pod coils, pod packing coils (pod pcs), a pod packing coils (podj) and a lantern delivery microcatheter (lantern). It was noted that the patient anatomy was tortuous and calcified slightly. During the procedure, the physician successfully placed two pod coils and three pod pcs in the target vessel using the lantern. After advancing the podj through its introducer sheath, the physician experienced resistance, and the podj became stuck; therefore, it was removed. The procedure was completed using a new podj and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, the device is not available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder